Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.5/2.0/077 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced lens rotation which was noted 8 months after implantation. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. It was noted the cause of the event was a patient related factor and indicated "patient had loose suspensory ligament".

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).